Event description:
Pt underwent a slap repair arthroscopy of the left shoulder. The arthrex 2.4 bio suture tak smoked, melted the cannula and ceased working. The cannula almost broke in the surgeon's hand. The operating room circulator obtained a new kit and this new kit worked correctly. No pt injury occurred. After the surgery, the pt was taken to the recovery room in stable condition.